Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the initial implant was complete, the right ventricular (rv) lead had dislodged. The rv lead was repositioned and remains in use. While the lead was being repositioned, the implantable pulse generator (ipg) set screw was stripped and could not engage. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.